Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer was not working. The analyzer was found to have a depleted battery. The battery was replaced and the analyzer passed testing.

Event description:
It was reported that the analyzer was defective. The analyzer was returned for service. There was no patient involvement.